Event description:
It was reported that insulin pump was exposed to moisture damage. It was reported that customer accidentally jumped in the pool while wearing her insulin pump. Customer's blood glucose reading was 270 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.